Event description:
Asr revision.asr resurfacing system - right.reason(s) for revision: femoral neck fracture (within 3 months post op).this is the 1st of 2 revision where the cup remained in situ. Please see com (B)(4) for the 2nd of 2 revsions where the cup was revised.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Asr revision. Asr resurfacing system - right. Reason(s) for revision: femoral neck fracture (within 3 months post op). This is the 1st of 2 revision where the cup remained in situ. Please see (B)(4) for the 2nd of 2 revisions where the cup was revised. Re-opened 4th march 2014 - attached email trail and closed 2nd request for patient demographics action activity and created 3rd request action activity. Re-opened 11th march 2014 - attached email trail and closed 3rd request for patient demographics action activity and attached unanswered query document. Update received: 13th march 2014 - added head lot number, head manufacturing date, surgeon: dr (B)(6) and attached surgery notes.

Manufacturer narrative:
Additional narrative:if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.no 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.